Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral right artery. The 90% stenosed target lesion was located in the moderately tortuous and non calcified left superficial femoral artery (sfa). The 4 x 150 x 150 sterling sl mr balloon catheter was advanced through a previously implanted non bsc stent. During the first inflation at 8atms/20sec a balloon rupture occurred. The sterling sl mr balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older . Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).